Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), it was noted that the lp was unable to be docked. The device was not used, and a new lp was implanted. There were no patient consequences.